Event description:
Implant failure. The pt received a total hip replacement including a ceramic femoral head in 2001. The ceramic head failed and was explanted in 2003 along with the acetabular cup. The 2 components were replaced with devices from another manufacturer.